Event description:
The customer reported a charger failed error message at boot up. This prevented the system from booting up, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries, climax coupler, and upper and lower steering shafts were replaced during the service call. The system was tested and found to be working as intended and put back into service.